Event description:
It has been reported to philips that the system did not power on. The issue was found outside of clinical use. No harm has been reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. The philips remote service engineer (rse) inspected the system remotely and confirmed that the system would not power on. Review of the log file didn't confirm the reported malfunction. The rse identified that the system was not starting from the review module in the control room. The rse confirmed the issue with the review module. The customer has ordered the review module spare part to fix the issue. Since there was no philips engineer requested and only the material request was placed by the customer, no further action could be performed by philips. After the repair, the system was returned to use in good working order. The codes were updated based on the investigation outcome. Evaluation method code was corrected.